Event description:
A takeda account manager called to report a pc on behalf of hcp stating: I received an email on tuesday, (B)(6) 2024 from hcp stating that 3 of the advate vials did not reconstitute. I've been on vacation and just saw email today, (B)(6) 2025." Available for return: unknown. Additional identifying information: the acct manager had no additional information. Consent to contact reporter? Unknown. Dose number / unit: 0. Follow-up to a previous complaint? No. (B)(6) 2025: takeda market surveillance (ms) called the pharmacy to request lot information as well sample availability. Call was placed on hold for longer than 15 minutes. Takeda (ms) will callback at a later time. (B)(6) 2025: takeda market surveillance (ms) called the pharmacy to request lot information as well sample availability. Pharmacist confirmed no missed dose to the patient caused by this incident. As well stated, lot information not available field samples already discarded.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. There was no lot number available either. A review of the monthly report ((B)(6) 2025) for advate was also performed relative to the subcategory " reconstitution difficulty". No previous complaints of this nature were reported for advate in 2023 and 2024. The current 2025 complaint rate is (B)(4) per sales. D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.